Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking at one of the three (3) ports (not specified further). This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 06, 2018 - august 07, 2018. The device was received for evaluation. The bag was sliced at the right side of the where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a leak at the spike from the base of the spike port tubing. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.